Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently failed to deliver multiple boluses due to an unknown cause. Additionally, the insulin on board (iob) readings were inaccurate. The customer's blood glucose level was 170 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.